Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken plug strap, brown particles and opening curved on radius leak test and microscopic analysis was performed which identified: opening crease sharp on radius, sharp broken on plug strap, wear abrasion and creases fold. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp broken on plug strap assessed as an unidentified (tear) opening and an opening crease sharp on radius assessed as fold flaw opening. Additional, changed, and/or corrected data: d.10, h.3, h.6.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.